Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection and erosion. The patient was also noted with sepsis. In addition, this crt-p was used as an external temporary pacing device. There were no additional adverse patient effects reported. In addition, the crt-p was explanted.